Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the y ext set 20cm macro bore spin nut leaked during use. The following information was provided by the initial reporter: "extension set leaked."

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 9091629 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one picture sample was received for evaluation by our quality engineer team. Through examination of the picture, leakage was observed at the union of the tubing and the y component. At this time, a manufacturing related cause could not be identified for this incident. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends. H3 other text : see h.10.

Event description:
It was reported that the y ext set 20cm macro bore spin nut leaked during use. The following information was provided by the initial reporter: "extension set leaked".